Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, it was noted that the device went into a backup vvi mode due to normal battery depletion. The device is awaiting explant and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Correction: upon review, the zephyr dr pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received noted that the information regarding the event and the product was incorrect. The event should not have been reported.